Event description:
Prior to the procedure, it was observed all of the signals including ecgs, diagnostic catheters (hra, cs, rv) signals were severely noised and physician was not able to recognize any of the signals. The unit was rebooted and ablation cables were replaced however the issue persisted. Issue was resolved after the ablation catheter was replaced. Additional information provided stated the signal noise occur on both carto and the recording system at the same time. The signal noise issue occurred after the ablation catheter was connected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) prior to the procedure, it was observed all of the signals including ecgs, diagnostic catheters (hra, cs, rv) signals were severely noised and physician was not able to recognize any of the signals. The unit was rebooted and ablation cables were replaced however the issue persisted. Issue was resolved after the ablation catheter was replaced. Additional information provided stated the signal noise occur on both carto and the recording system at the same time. The signal noise issue occurred after the ablation catheter was connected. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.